Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a battery died was reported. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of a battery died is reportable based on the finding of a transmitter failed error. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(6).

Event description:
The product was evaluated. The external physical visual inspection was performed and passed. The voltage was measured and failed.